Event description:
Boston scientific received information that this product was part of a system extraction due to infection. The chronic device and lead system were explanted without difficulty. A competitor right ventricular (rv) lead was inserted into the ra port, as an off label use, for temporary pacing purposes. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.